Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no objective evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported during a routine follow up appointment that this patient reported audible tones coming from their implantable cardioverter defibrillator (ICD) device. It was noted upon interrogation that the device exhibited high , out-of-range shock impedance measurements ranging from 125 ohms to 168 ohms. A technical services consultant recommended performing conductivity test through synchronous shock at 1.1 joules, and lead integrity testing. The device remains implanted. No adverse patient effects were reported.